Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that stock outs are not printing in machines. The technical support specialist rebooted the server got resolved the issue. The serial number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was "pyxis es it infrastructure". The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system stock outs are still not printing for any of the machines. The customer reported that this issue was slow down the ability to get meds to patients. There were no adverse events or injuries reported based on this event.